Manufacturer narrative:
A medtronic representative went to the site to test the navigation system and confirmed that the uninterruptible power supply (ups) was not working correctly. The ups was replaced and a system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system unexpectedly shutdown. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.